Event description:
The report we received from the drug eluting stent, indicated that over two months post-procedure, the pt was hospitalized for non q-wave myocardial infarction. This event was reported to be related to the device. Approx, five months post-procedure, the pt was hospitalized for target vessel revascularization via coronary artery bypass graft. This event was reported to be related to the device.

Manufacturer narrative:
A pt of unk age, gender, medical history and presentation experienced an mi and restenosis two months post cypher stent implantation. No vessel and/or lesion characteristics were provided. The details of the procedure and the pt's pharmacological management were not reported. The event was treated with CABG. No further info is available. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.